Event description:
Customer called to report a blood leak in the centrifuge chamber that occurred during treatment. Name and function of complainant: same as reporter. Customer called to inform about a blood leak in the centrifuge chamber and sought for advice. During treatment, collect rate at 1386ml, an acceleration alarm came up, customer stopped the machine and discovered a leak at the tubing inside the centrifuge. Treatment was aborted. The patient is fine.

Manufacturer narrative:
Lot number provided was not valid. Follow-up attempt was made to obtain correct lot number, but was not successful; therefore, no batch record review could be performed. Trends could not be reviewed on a lot by lot basis for this complaint category since no valid lot number was provided; however, overall (all lots) trends were reviewed and no trend has been detected for this type of failure for any specific lot. The assessment is based on information available at the time of the investigation. Product was not returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).